Event description:
It was reported that when the hcp attempted to drain a pump pocket seroma, upon entry it was discovered that the suturless catheter had become disconnected from the pump, not from the pin, but at the snap ring. It was also reported that the doctor is very thorough and always checks the pump/catheter connection before closing the pocket by "tugging on the catheter" to verify the connection.